Event description:
The unit was returned for service because it was reported by the customer that the audible alarm was not functional. The malfunction was identified by the caregiver while in patient use. However, there was no reported patient harm. During the repair evaluation the customer's complaint of non-functional audible alarm could not be confirmed. However it was identified that the alarm was "chirping" and not functioning to specification. The unit has been forwarded to engineering for root cause analysis of the alarm failure.